Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture and clear surgical residue on the lens. Visual inspection found no visible damage to the lens and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -14.50/2.5/079 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Significant reduction of irido-corneal angels and excessive vault were observed. The lens was removed and exchanged on (B)(6) 2019 and the problem was resolved. Cause of the event is reported as "sizing issue."